Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed with the naked eye and no issues were noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was leaking from the twist clamp. The leak was discovered at home while the transfer set was connected to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.